Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation with their scs system. Surgical intervention was undertaken and patient was implanted with a drg trial system. Patient now has effective therapy.